Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative and healthcare provider (hcp) on (B)(6)2023. The rep reported the patient's physician contacted reps earlier today to ask if the patient's ins would cause atrial defibrillation. Rep stated the patient reported to their physician that they believed their ins was causing atrial fibrillation. Rep also stated that the physician reported that they did not agree that the ins was causing this. Rep reported he planned to call the patient back. No additional information provided at the time of call.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturing representative (rep) on (B)(6) 2023. The rep reportedly spoke with tech services and the pt. It was reported that the stimulator does not cause a-fib.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was that they saw the rep and hcp on thursday and the ins was turned on for the first time but was then turned off before they went home. Pt said that they turned the ins on when they got home but they didn't keep the ins on for very long. Pt said that they were then markedly unstable and dizzy. Pt said that they woke up the next morning with the same sort of issue. Pt said that they still hadn't turned the ins back on at that point. Pt said that in the afternoon around 2:30 they stood up to go to the bathroom and they ended up blacking out for two minutes and then woke up on their own. Pt said that they should have gone to the hospital but they didn't go to the ER until saturday. Pt said that they were then diagnosed with atrial fibrillation. Pt said that they didn't have a heart problem and never had a heart problem before. Pt said that there was no family history of heart problems either. Pt said that they hadn't been able to reach the rep that they usually spoke with as the rep was on vacation. Pt said that they still hadn't turned the ins back on and that they didn't intend to turn the ins back on as they didn't want the same issue to occur. Pt said that they were sent home from the hospital with a blood thinner. Pt said that the only thing that was different in their life was the ins being turned on briefly. Pt said that their heart rate was like 160 when they were in the ER on saturday and that their heart rate should have been between 60 and 100. Pt said that their rep's name was chad (last name asked/unknown) in houston, tx. Pt said that they left the rep a detailed message and they sent the rep a text. Pss asked the pt when they contacted the rep, however pt didn't provide a response. The patient was redirected to their healthcare provider to further address the issue. Pt said that they called hcp's office today, however they hadn't heard back yet. Pt said that they left hcp a very detailed message. Redirected caller: patient's hcp.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.